Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 3300tfx aortic valve was explanted after an implant duration of 4 years, 11 months due to unknown reason. The explanted device was replaced with a 25mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and investigation, it was learned a 25mm 3300tfx valve in the aortic position, was explanted after an implant duration of four (4) years and eleven (11) months due to endocarditis. The explanted device was replaced with a 25mm 11500a valve. Per medical records, the patient was admitted with signs and symptoms of an acute stroke and was diagnosed with mitral valve endocarditis. Despite receiving two weeks of IV antibiotics, the endocarditis persisted. The patient was found to have severe mac, severe mr, and severe tr. His aortic bioprosthesis was functioning well. The 25mm 3300tfx aortic valve was removed and thoroughly cleaned of any pledgets and foreign material, with no evidence of active infection. A new 25mm 11500a aortic valve was then implanted. Additionally, the patient underwent an mvr with a 27mm mitris valve and a 30mm mc3 ring for tricuspid valve repair. The aortic valve was confirmed to be well-seated.